Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the sensor was inserted in the lower back and multiple bg meters were used in the same sensor session. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. The receiver data log was provided by the patient. The data was reviewed on (B)(6) 2016. The reported event of inaccurate blood glucose values on (B)(6) 2016 was confirmed. It was reported the sensor was inserted in the lower back. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It was also reported that the same fingerstick bg meter was not used during same session. The dexcom g5 mobile continuous glucose monitoring system states: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. However, a root cause for the reported inaccuracies cannot be determined.